Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic video-assisted thoracic surgery (vats) lobectomy, during lung resection, the jaws of the device locked on tissue and was opened by force. Another device was used to complete the case. There was no patient injury.